Event description:
The account generated a positive architect stat troponin-I result of 3.33 ng/ml on a patient who tested roche method negative. The account uses an architect stat troponin-I cutoff of 0.04 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A labeling review of architect stat troponin-I reagent package insert showed additional information regarding discrepant and imprecise patient results provided in the limitations of procedure section. A review of ticket trending data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 03951un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since the false result is for a discreet sample. Retest of the original sample on an different reagent lot also produced elevated results indicating a sample specific issue.